Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out infusion set and cartridge to resolve the issue, however, no insulin was observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge was changed again to resolve the issue and insulin delivery was successfully resumed. Customer's blood glucose level was between 187-205 mg/dl.